Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and pneumonia. Once at the hospital the patient was diagnosed with dka as well as acute respiratory failure. The patient was treated with insulin. The patient was discharged from the hospital after 13 days. The patients pod will not be returned as it has been discarded.